Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was quits and they go back and re bolus and beeping was not as loud. The customer blood glucose level was unknown. The customer was offered troubleshooting for the possible under delivery. Customer stated that the insulin pump had rewind process slower and when loading reservoir plastic did chip off. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check. No audio/vibrate/absence of alarm anomalies noted during testing. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or history anomaly noted. No drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. No cosmetic damage noted. No anomaly or damage noted when installing the p-cap and reservoir into the reservoir compartment. The test p-cap and reservoir does lock in place in the reservoir compartment.